Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The patient effect of perforation is listed in the electronic perclose prostyle instructions for use as possible adverse events of use of the device. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the reported entrapment. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated. D4: a partial UDI was provided as the lot number is not known.

Event description:
User facility medwatch report (B)(4) received that states: the patient was a cath lab patient that had a defective impella placement that had malfunctioned and ended in surgery. During large bore access of impella device and attempt at perclose closure, patient moved during critical step of placement and possible laceration of artery and perclose became "stuck". Per md, concern for failure of perclose device due to inability to "put down footplate and remove device".

Manufacturer narrative:
Corrections: d4: model #, catalog #: updated from 12773-02 to unknown. D4: primary UDI number: updated from d4: primary UDI number to unknown. B3: date of event: estimated. D4: a partial UDI was provided as the lot number is not known. Medsun report attached.